Manufacturer narrative:
Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. Telephone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was not implanted because it was defective. It is unknown at which stage the malfunction was observed. No further information will be provided by the customer.

Manufacturer narrative:
Corrected data: upon further review it was observed, that section e1 establishment name was not populated. And section g2 should have included user facility. Therefore, the following fields have now been completed accordingly: e1 establishment name: (B)(6). G2 report source added: (B)(6). Device evaluation: the complaint lens was not received for evaluation. Only the original lens case, folding carton, patient stickers, implant notification card, and direction of use were received. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.